Event description:
It was reported that the customer had low blood glucose levels in the 20 mg/dl range. The customer also reported receiving multiple no delivery alarms. Customer's blood glucose level at the time 266 mg/dl. Customer treated with manual injections. Unable to perform troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).